Manufacturer narrative:
During troubleshooting the customer informed the service representative when he tried the composite signal it functioned as intending. When testing another monitor, it still does not work. The service center representative advised the customer that if they are still unable to obtain a signal on the known good monitor the issue could be the cv-190 and suggested the cv-190 be sent in for evaluation. Customer declined initiating the repair service and stated he will perform additional troubleshooting before requesting a repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the sdi cable was ripped from the evis exera iii video system center. He replaced the sdi cable but now there is no signal to monitor. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of no sdi signal output could not be identified. Olympus will continue to monitor field performance for this device.